Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that their symptoms have decreased by 50%. Patient also reported that they ins has moved and they experience pain, hurt and swollen at the implant site. Patient has a doctor appointment on (B)(6) 2018. No further complications were noted or anticipated.